Event description:
The home patient (hp) had reported abdominal pain while using the homechoice cycler for automated peritoneal dialysis (apd) therapy. Follow up with the healthcare professional (hcp) revealed the hp has a last fill volume of 1700 mls, which remains within their peritoneum during the day and is drained during the subsequent apd therapy using the homechoice cycler. During the initial drain, the hp received a "low drain volume" alarm, which indicated that the fluid flow from the hp was less than 50 mls/min and the hp had not drained the minimum drain volume requirement. The hcp related the hp bypassed the alarm after less than 500 mls had been drained, advancing the therapy from the initial drain into fill 1. The hp reported abdominal pain during fill and placed the homechoice cycler into manual drain, removing 2511 mls of fluid. The hcp related the the hp continued therapy to completion with no further difficulties and there was no sustaining injury or medial intervention as a result of this incident.